Manufacturer narrative:
Correction information: b4: date of this report. D8: was this device ever serviced by a third party? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem . Additional information: d4: primary unique device identifier (UDI). D9: is this device available for evaluation? H4: device manufacture date. Evaluation summary: event that occurred is video image failure (black out). The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. Based on the investigation, the electrical contacts board was broken which caused no image. The cause of the damage to the electrical contacts board could not be determined. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU. Investigation completion and return date: 17 dec 2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 23-apr-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 30-apr-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
During use, when connected the endoscope to processor, there was no siganl and no image, leading to delay the operation which might exist potenial harm to the patient. Contacted with equipment section for check, the preliminary judgement was the endoscope electrical connector loose. Harm performance: delay the operation there was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
The pentax medical apac responded to a good faith effort request via email on 17-dec-2024 as follows information. The endoscopy examination was delayed due to the need for the user to change to an alternative endoscope, but the examination was completed using the alternative endoscope. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.